Event description:
Patient reported that a row of led's on one therapy pad were very bright, and that the unit was getting warm.

Manufacturer narrative:
Voltage and frequency were tested, and readings verified the unit was operating within specifications. A free air test was conducted on the array that exhibited a bright row of led's, and temperature were found to exceed guidelines. A small solder ball was found lodged under and bridging a chip resistor. This allowed a higher current flow to the led's, resulting in higher temperature readings on the array. The design and functionality of anodyne's device does not suggest that there is an anticipated or "usual" frequency and severity of occurrence for the incident reported in this MDR. We believe this to be an isolated event, and will monitor for any future trends.